Manufacturer narrative:
(B)(4). Batch # m5260p. Result code: the analysis showed that the ats45 device was received in good visual condition and with four cartridge reloads present. Cartridge (a) tr45w, k5d81v was received loaded on the device partially fired 1/3 and with the spring lockout tab damaged. Cartridge (b) tr45w, l53v8h was received partially fired 1/3 and with the spring lockout tab damaged. Cartridge (c) tr45w, k5081u was received fully fired and in good visual conditions. Cartridge (d) 6r45b, l5109n was received fully fired and in good visual conditions. The damage to the reload (a, b) lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the doctor reports that he had successfully fired two while reloads but the gun "locked" when attempting to fire a third load. He then opened a competitive stapler and finished the case with no patient consequences.